Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the left ventricular (lv) lead pacing lead was beyond the expected upper range. Analyst commented, lv pacing impedance measured high on (B)(6) 2016 at 4047 ohms up from a trend of 304-475 ohms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead a patient alert triggered due to high and spike of lead impedance. Review of data indicated a lead and device connection issue. The lv lead remained in use to be tested a later time. Approximately, two weeks later the lv was tested, connection issue and impedance issue verified . The lv lead was removed and replaced with a different lead. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the lv4 (low voltage 4) conductor developed a fracture due to flexing while in vivo, the lv3 (low voltage 3) conductor developed a fracture due to flexing while in vivo. The proximal and distal conductor was fractured. The outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.